Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss observed the delivery bracket loose and bushings to be elongated. The fss tightened the bracket and replaced the bushings. In addition, the fss performed a quarterly preventative maintenance (pm). As part of the pm, the sesam was replaced. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing. A brief description from the surgery center indicated there was a loss of suction during the side cut on the left eye with 3 seconds remaining. The surgery center was not able to complete the side cut therefore the procedure was aborted. The laser treatment was rescheduled. This report is for the laser equipment. Another report will be submitted for the patient interface.